Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. It was then removed and the procedure was completed with a different device. There were no patient injury reported and the patient condition was good.